Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that his handheld would not turn on. A company representative went to the site to evaluate the issue. The company representative reported that there was a bulge in the back of the handheld. The handheld and software were returned to the manufacturer for evaluation. During visual analysis, it was identified that the main battery was swollen. The swollen battery had no functional impact on the device performance. During the analysis no functional anomalies associated with the handheld performance were identified. The handheld performed according to functional specifications. An analysis was performed on the flashcard and the reported allegation was confirmed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.